Manufacturer narrative:
(B)(4). External cause. One package was returned with the sales unit carton, which had been folded for return. The carton had a large rip that appeared to have been caused by impact force. The package blister was warped/twisted, but otherwise undamaged. Package seal was intact. (B)(4) lid had a large rip from outside in and appears to be caused by a perpendicular impact force. Rip in (B)(4) lid is aligned with the damage on the sales unit carton. The damage is consistent with an external impact that pierced through the carton and the package at the same time. The damage appears to be caused by handling outside of ees packaging facility. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the package was received with the inside package damaged. The device was not used.